Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with episodes of hyperglycemia and hypoglycemia while not consistently announcing meals, including consuming cake for breakfast without announcing, and later performing a supply change after which glucose dropped substantially. Symptoms included low glucose and high glucose. Outcomes included troubleshooting and education regarding meal announcements, medication and nutrition coordination, and the use of oral glucose to treat lows. Investigation included complaint handling with user education and assessment of user practices. Investigation of this case revealed use-related issues related to unannounced meals and potential medication effects, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.